Event description:
The laser system has the following problem: "the diode chiller would not maintain flow above 3.1 lpm." No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a component failure (chiller). After the replacement of this component, the laser system restarted to work correctly. We are unaware about patient injury.

Manufacturer narrative:
We are waiting for additional information from distributor. We are unaware about patient injury.